Event description:
It was reported that one day post implant, the telemetry indicated there was a dropped beat on the device when programmed to dual chamber fixed rate with atrial sense/ventricular pace. The implantable pulse generator (ipg) sensitivity was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.